Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and a right atrial (ra) lead due to infection. Both leads were implanted in 2005. Spectranetics lead locking devices were inserted into each lead to provide the traction platforms to aid in extration. Heavy calcification was confirmed to be present around subclavian vein. Attempt was made to remove the ra lead first, using a spectranetics 12f glidelight laser sheath. However, progress could not be made in the subclavian vein, so the physician upsized to a 14f glidelight device. However, they still could not make progress. Lead on lead binding was noted. A cook medical evolution device was used next, and progress was then made to the superior vena cava (svc). The physician then went back to the 14f glidelight device and progressed to the tip of the ra lead and successfully removed the ra lead with use of counter traction. The physician then attempted to remove the rv lead next but progress could not be made around the lead's proximal coil. The physician chose a 16f glidelight device and made progress to the distal side of the proximal coil, but progression stalled again. At this time, the patient's blood pressure dropped sharply. Effusion and cardiac tamponade were noted on tee. Rescue efforts began, including bypass and sternotomy. An svc injury was discovered and was successfully repaired. Per report, the rv lead was removed. The patient survived the procedure and was transferred to ICU. There was no alleged malfunction of any specranetics devices in use during the procedure.